Event description:
Meter was powering off during use. The pt reported that on the morning of 4/2004 the pt felt sluggish. They did not test while experiencing this symptom. The pt phoned medical professional for advice. No treatment was reported. The issue with the meter was not resolved with troubleshooting. Based on the information provided, there is evidence that the meter malfunctioned. However, there is no evidence that the pt suffered a serious injury. The meter is being replaced for the pt. No further information has been reported.